Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The power switch was found compromised. Additionally, as noted in b5, a printed circuit board was discovered and caused imaging failure. The unit¿s fan was also making an unusual sound and the overall appearance was compromised. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis lucera video system center was experiencing a front panel button issues during preparation for a diagnostic gastroscope procedure. According to the initial reporter, the intended procedure was completed without patient harm by using another device. Reportedly, the patient had not been placed under anesthesia when the button issue occurred. During the device evaluation, it was discovered that the unit was unable to produce an image. This report is being submitted to capture the lack of image found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following sections were corrected: d9. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the phenomenon occurred due to failure of the patient circuit (dp) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.